Event description:
Patient presented back to the physician with an exposed stimulation lead. Physician brought the patient into the operating room and found the anchor was not sutured down. Ent re-sutured the anchor down, placed mesh over the anchor and lead body to reinforce, and closed.

Event description:
Patient presented to the physician with the stimulation lead body protruding from the neck incision. Physician brought the patient into the or, tucked the stimulation lead body, and sutured the neck incision.